Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, ¿postoperative bone fracture and pain.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 3 of 3 mdrs filed for the same patient (reference 1825034-2016-01516 / 01517 & 04171).

Event description:
Patient's legal counsel reported a left hip revision approximately six years post-implantation due to alleged pain, synovitis, elevated metal ion levels, and metallosis. Legal counsel alleged synovitis and anterior acetabular cystic changes consistent with metal-on-metal bearing failure were noted during the revision procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information was received in patient's medical records, confirming patient was revised approximately six years post-implantation due to instability, unspecified mechanical complications, synovitis, and leg length discrepancy. Operative report indicated acetabular cystic changes, milky fluid, corrosion and a cyst filled with black material within the joint. Operative further indicated the acetabular component was malpositioned. The acetabular cup and femoral head were removed and replaced, and an active articulation bearing was implanted.